Event description:
Total comprehensive shoulder replacement. I have pain since day 1 of surgery, limited use of arm, can't sleep as when I lay down shoulder seems to dislocate causing constant worsening pain.